Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod, chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had bg (blood glucose) levels that reached 500 mg/dl. Patient was not sure of date event happened. Patient states that she had a pod on and the adhesive was sticking to her but the cannula was dislodged on top of her skin, which made an indentation where the cannula was sitting. She noticed that when she woke up, her bg levels were high, so she gave herself a bolus, set the alarm and went back to sleep. When she woke up, she gave another bolus and an injection to bring her bg levels down. Patient changed out the pod. Patient went to the hospital. Patient was experiencing dizziness, vomiting and was light headed with dehydration. The hospital gave 2 liters of fluid and some zofran. After a couple hours, they sent her home with a prescription for phenergan and zofran. The pod had been worn on the abdomen for between 4 and 24 hours.